Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle broken. The following information was provided by the initial reporter: needle looking like it could break off.

Manufacturer narrative:
Our quality engineer inspected the photograph and sample submitted for evaluation. Your report of a defective needle was confirmed and the cause appeared to be manufacturing related. One photograph and one 20g insyte autoguard device from lot #5092492 were provided for investigation. The lot number of the device in the photograph could not be determined. The needle was not broken; however, the remaining wall thickness at the notch in the needle was below specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.